Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Device observations screen states: wireless telemetry no longer available with this device. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed a message that wireless telemetry was disabled and no longer available with this device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Device observations screen states: wireless telemetry no longer available with this device.